Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited elevated gradients of 80 mmhg. Significant amounts of thrombus was reportedly observed during explant. It was reported that at this institution, all tissue valves are treated with aspirin only. Sections of the explanted valve were sent to hosp pathology, where prosthetic aortic valve with adherent fibrin was diagnosed. No fungi or bacteria were identified with the gms and gram stains. The valve was replaced without reported adverse pt effects.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: visual examination of the returned product shows all leaflets in the closed position with a slight gap between the left and right cusp lunula. Two strategically excised sections of tissue had been removed from the non-coronary and left cusps (sent to hosp histopathology). All leaflets are slightly stiff due to host material present on the outflow. Pannus extends from the back of the right non-coronary stent post. Thick, off-white thrombotic appearing host material fills and stiffens all cusps on the outflow. Review of the device history record shows that the product met mfg specifications when released for distribution. Conclusion: reduced performance of the device likely due to thrombotic appearing host material, which fills all cusp on the outflow. The device was explanted and replaced without reported adverse pt effects.